Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose was 351 mg/dl at the time of incident which was treated with manual injection as per the instruction of the healthcare professional. The insulin pump alarmed low battery and it turned off without any alert when the customer tried to change the battery. The customer inserted a new battery after cleaning the battery cap and battery compartment with the cotton swab but the insulin pump did not turn on. The drive support cap of the insulin pump was normal. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per healthcare professional. The device is expected to be returned for analysis.